Event description:
It was reported that during a percutaneous coronary intervention procedure, the radiopaque (ro) marker bands were not visible. The target lesion was located in the left anterior descending (lad) artery. It was noted that the physician cannot see the apex monorail marker bands under radiography. The procedure was completed with this device and there were no patient complications. The patient's current condition is listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).